Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. There was no leak observed. The occurrence of the reported error was verified. The sensor s702 was damaged. The sensor was replaced which resolved the issue. No further action is required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 7jun2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 3022 leak sensor s702 detected error, description: leakage sensor s702 activated. Troubleshooting: contact the service department. The probable cause of the reported event was due to a damaged s702 sensor.

Event description:
A customer reported getting to the distributor error message 3022 leak sensor s702 detected on the aia-360 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) and cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.